Manufacturer narrative:
The product is available for evaluation, but has not yet been returned.additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Additional information was received and was updated. The product was returned for analysis; therefore, was updated. Information received from a sales representative indicated that a 2.50 mm x 13 mm cypher stent came off the balloon prior to use in the patient. The device was opened in a sterile field. The product was not used in the patient. The product will be returned for analysis. The device was stored per the instructions for use. There was no damage noted with the packaging prior to handling. It was noticed that the stent came off the balloon during prep. The procedure was completed with a xience v stent. One non sterile cypher us rx was received for analysis. A stent was not received. No visual anomalies were observed on the received unit. The balloon was inspected under a microscope; bumping and crimping marks were observed on the balloon. Blood traces were observed on the balloons outer surface. Also, it was observe that there is no evidence of either attempt to inflate the balloon nor to apply negative pressure to the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of stent dislodgment was confirmed through failure analysis. The exact cause for the event could not be determined, but user handling may have contributed to the event. However, the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the cypher manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
The cypher us rx 2.50 x 13 stent came off the balloon. The device was opened in a sterile field. The product was not used in the patient. The product will be returned for analysis. The device was stored per the instructions for use. There was no damage noted with the packaging prior to handling. It was noticed that the stent came off the balloon during prep. The procedure was completed with a xience v stent.

Event description:
The sale representative confirmed that the cypher rx stent is not available. The account discarded the stent.